Manufacturer narrative:
Evaluation results: (insufficient information). Failure to follow instructions (the integrity instructions for use (IFU) states that the integrity stent is indicated for use in lesions with reference vessel diameters of 2.25¿4.0 mm and =30 mm in length). Inherent risk of procedure (restenosis is listed in the integrity IFU as a potential adverse event of a pci procedure). No results available since no evaluation was performed. Device not returned. Evaluation conclusion: failure to follow instructions (the integrity instructions for use (IFU) states that the integrity stent is indicated for use in lesions with reference vessel diameters of 2.25¿4.0 mm and =30 mm in length). Known inherent risk of procedure (restenosis is listed in the integrity IFU as a potential adverse event of a pci procedure). Unable to confirm complaint (cine images of procedure not received for review). (Insufficient information). (B)(4).

Event description:
At 18 months post deployment of an integrity stent, the patient reported to having shortness of breath and tightness of chest ever since the procedure. Results of angiogram showed that the vessel size was 6.7mm. A 3.0mm stent had been implanted and expanded to 4.0mm. A competitor stent was then deployed within the integrity stent to expand it further. No additional clinical sequelae were reported.